Manufacturer narrative:
This report is submitted on june 29, 2021.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics, date and duration not reported. The implanted device remains.